Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue; however, the clip could not be released from the catheter to deploy. It was noted that the clip was pulled off directly and halfway through, the clip then fell off when the wound bled. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and the device had evidence of a full deployment. The outer sheath was not returned with the device. Microscope examination was performed, and it was found that the bushing had hit marks on its surface, indicating the interaction between the yoke and the capsule in order to make the deployment of the clip. Dimensional examination was performed on the outer diameter of the bushing, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and side a was within specification while side b was observed to be out of specification. Additionally, it was noted that the bushing tabs measurement were asymmetric. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the bushing had hit marks which is likely due to the interaction between the yoke and the capsule, in order to deploy the clip. The device was returned without the clip assembly, and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician, this component must be inspected. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing inspected under microscope to try to find any failure on it, and the bushing showed some hits on its surface, this probably in the interaction between the yoke and the capsule, in order to make the deploy of the clip. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue; however, the clip could not be released from the catheter to deploy. It was noted that the clip was pulled off directly and halfway through, the clip then fell off when the wound bled. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and the device had evidence of a full deployment. The outer sheath was not returned with the device. Microscope examination was performed, and it was found that the bushing had hit marks on its surface, indicating the interaction between the yoke and the capsule in order to make the deployment of the clip. Dimensional examination was performed on the outer diameter of the bushing, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and side a was within specification while side b was observed to be out of specification. Additionally, it was noted that the bushing tabs measurement were asymmetric. No other problems with the device were noted. The reported event was not confirmed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications; however there is no control how the device was handled or manipulated in the field. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestine during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip grasped and locked onto tissue; however, the clip could not be released from the catheter to deploy. It was noted that the clip was pulled off directly and halfway through, the clip then fell off when the wound bled. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.